Manufacturer narrative:
The investigation is still ongoing. Device will not be returned.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure for a 23mm sapien 3 ultra valve, there was difficulty advancing the 14fr esheath plus and it was removed without any reported injury. Upon visual examination of the esheath plus, there was a split at the tip. The perceived root cause for the difficulty advancing the esheath plus was tortuosity angles. The device will not be returned.

Manufacturer narrative:
A supplemental MDR is being submitted based on investigation and to correct the following sections of this report: h6 (component codes, type of investigation, investigation findings, and investigation conclusions). The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided from the field and the following were observed: the access vessel was tortuous, the abdominal aorta had calcification present, and the esheath plus distal tip was split. A lot history review was performed and revealed no other events relating to this report. The instructions for use/training manuals were reviewed for guidance/instruction involving esheath plus usage. Per IFU and training manuals: the thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Sheath insertion: the proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, ensure the sheath and introducer remain locked together at the hub during insertion, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries). Note: do not use if the sheath has surface defects or damage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to introduce esheath plus and esheath plus distal tip split were confirmed by the provided imagery. A visual, functional, and dimensional analysis could not be performed as the device was not returned for evaluation. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record, lot history, and complaint history did not provide any indication that manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. The event description reports, 'there was difficulty advancing the 14fr esheath plus and it was removed without any reported injury. Upon examination of the esheath plus, there was a split at the tip. The perceived root cause for the difficulty advancing the esheath plus was tortuosity angles.' Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification.' The provided imagery revealed the patient had tortuous access vessels. The presence of tortuosity can create a challenging pathway for esheath plus insertion, as it can create friction between the esheath plus and vessel through suboptimal angles. This can make it more likely for the esheath plus distal tip to catch onto patient tissue. If excessive force was applied in an attempt to overcome the insertion difficulty, it is possible that the esheath plus distal tip may have been damaged through continued interaction with the patient's access vessel and splitting it. In this case, available information suggests patient factors (tortuosity) and procedural factors (excessive manipulation) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment nor corrective or preventative actions are required.